Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis machine had shut down. A field service engineer troubleshot the medstation, which continued to power off and was found up and running properly and then the power cord and internal backup battery were replaced if the station would stabilize. Additionally, the power cord was moved to a different power outlet. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, station was completely shut down and unable to powe on. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.